Event description:
This rv lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018 stating that this lead was explanted due to infection with sepsis. Patient also had positive blood culture with possible vegetation on lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).